Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery cap was unable to be removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 12/27/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2016 with the following findings: during investigation, the battery cap was found to be stuck due to damage to the battery cap coin slot. No evidence of physical damage was found to the battery compartment threads. A test cap was able to be attached and removed properly.